Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device functioned as intended. According to the reporter, suction was not used during surgery. Per the dfu (dfu-0242), under precautions: for rf probes, failure to attach the suction adapter to an external suction source may cause thermal injury to the patient or user. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the suction hose was not connected to the neptune (non-arthrex device) therefore, suction was not being used. The doctor noticed skin discoloration which the doctor felt was a burn. The wand was replaced with a non-arthrex device and the case was completed. Follow up investigation: the event was during a rotator cuff repair done in the lateral position. Patient was a male.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At this time, it cannot be determined how the device may have caused or contributed to the patient's complaint. An evaluation of the device cannot be performed as the device has not yet been returned to arthrex. According to the reporter, suction was not used during surgery. Per the dfu (dfu-0242), under precautions: for rf probes, failure to attach the suction adapter to an external suction source may cause thermal injury to the patient or user. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the suction hose was not connected to the neptune (non-arthrex device) therefore, suction was not being used. The doctor noticed skin discoloration which the doctor felt was a burn. The wand was replaced with a non-arthrex device and the case was completed. Follow up investigation: the event was during a rotator cuff repair done in the lateral position. Patient was a male.